Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling in greater curvature of the stomach during a laparoscopic sleeve gastrectomy, there was a poor staple formation where the staples were closed with different height. This resulted to not closing the staples well and the tissue was bleeding. They used manual suture to complete the case. There was no patient injury.